Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the black box showed loss of primes. The force readings did not reach zero. The rewind, load, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the correct force was detected. The pump was run for 24 hours and no loss of primes occurred. Unrelated to the original complaint, the display was dim with a red hue. Additionally, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.